Event description:
The loaner core impaction drill was sent for service and it overheated during performance testing at the manufacturer. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that there is debris on the driveshaft and worn components within the handpiece. The device will be repaired, but will not be returned to the customer as it is a loaner device.